Manufacturer narrative:
Investigation into this complaint concluded it was related to a previously confirmed investigation. Complaint investigation previously confirmed a deficiency where instances of the alinity m pipettor not picking up reaction vessel (rv) (also known as rv dropping) were observed in the field. Customers noticed rvs on the instrument deck and noted an increased frequency of 1998 errors ("fluorescence signal evaluation did not meet expected criteria. Excessive noise was detected in the reference signal."). Rvs on the instrument deck indicate that the rv was dropped during transition between the sample prep unit and amp-detect unit. Urgent field safety notice / field correction recall (fa-am-feb2022-267) was issued on (B)(6) 2022 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on (B)(6) 2022. The following mdrs were also reported as related to fa-am-feb2022-267 (507-risk): 3005248192-2022-00336, 3005248192-2022-00338, 3005248192-2022-00339, 3005248192-2022-00341, 3005248192-2022-00343, 3005248192-2022-00345, 3005248192-2022-00347, 3005248192-2022-00351, 3005248192-2022-00353, 3005248192-2022-00354, 3005248192-2022-00355, 3005248192-2022-00357, 3005248192-2022-00358, 3005248192-2022-00361, 3005248192-2022-00362, 3005248192-2022-00459, 3005248192-2022-00460, 3005248192-2022-00461, 3005248192-2022-00462, 3005248192-2022-00463, 3005248192-2022-00464, 3005248192-2022-00465, 3005248192-2022-00466, 3005248192-2022-00467, 3005248192-2022-00468, 3005248192-2022-00480, 3005248192-2022-00481, 3005248192-2022-00482, 3005248192-2022-00483, 3005248192-2022-00488.

Event description:
Complaint tickets reported that reaction vessels (rvs) were coming apart from rv caps during alinity m assay processing for specific integrated reaction unit (iru) lots. Due to the results of this testing investigation, it has been determined that there is a lot specific product deficiency for irus. Requirement not met/ expected result: rv assemblies should not come apart while being used for processing assays on the alinity m system.